Event description:
The patient reported a conflicting result with the binaxnow covid-19 ag self-test during routine self-testing performed on (B)(6) 2022. The consumer took three tests and reported positive results on one test, while the other two tests recorded negative results. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 210575 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 195-160 / lot 210575 and device part number 195-430h / lot 205759. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 210575 showed that the complaint rate is (B)(4). A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 210575 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.